Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply, power cable, and the system interface board were replaced. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system locked up. There was no patient injury or death reported.